Manufacturer narrative:
Date rec'd by MFR: 15oct2019. Date of report: 16oct2019. The field service engineer reported that the unit passed all tests. The problem was not duplicated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
Customer reported the tidal volume is too low. There was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 07/08/2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
Customer reported the tidal volume is too low. There was no patient involvement.